Event description:
On 11/2/95 an ipp device was implanted. On 2/1/96, the cylinders and pump were revised. On 2/18/97 the cylinders and pump were removed from the pt and replaced due to rupture and malpositioned.